Manufacturer narrative:
Medwatch fields d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 5100 rpm 4000 times g +/- 5 %; the centrifugation time may be too short and the speed may be too high according to the sample tube manufacturer¿s recommended guidelines. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tp2 (total protein) and several other assay results from patient samples tested on the cobas pro c 503 analytical unit. The reporter was able to provide one example of discrepant tp2 results. The initial result was reported outside of the laboratory. The initial result was 1.20 g/dl. The repeat result was 7.8 g/dl.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined the event was caused by a contaminated sample probe. The fse was able to recreate the issue; he then replaced and aligned the sample probe. He performed mechanical checks with successful results. The customer performed calibrations and qc¿s with acceptable results. The fse performed a 21-cup precision test with acceptable results. The investigation is ongoing.